Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 126 mg/dl. Customer continued to use pump for insulin therapy and also confirmed that an alternate pump is available for back-up insulin therapy.